Manufacturer narrative:
Attempting to follow up with patient and determine outcome of provider visit.

Event description:
From the call center: I have an enterra device that might be malfunctioning. (B)(6) spoke with patient. Patient receiving shocking and is concerned that her device is malfunctioning. She was implanted (B)(6) 2025. Informed her that she should notify her provider and they could perform testing or imaging to see if there was lead migration.